Manufacturer narrative:
H3: device evaluation: customer reports of torn leaflets and regurgitation were confirmed. Leaflet tears in the as received condition may lead to regurgitation. Leaflet 2 had a 5mm tear near commissure 3 and leaflet 3 had an 11mm tear near commissure 3. All three leaflets were partially torn along the wireform on the outflow aspect; tears were non-transmural. All three leaflets were thickened and swollen near the commissures. X-ray demonstrated wireform intact and moderate calcification on all three leaflets along the free margins. Calcification restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Sewing ring cloth was cut in multiple areas around the valve. Wireform was exposed on commissure 3 and metal band was exposed around commissure 1. Suture remained attached to the sewing ring around commissure 2. H10. Additional manufacturer narrative: updated sections d4-expiration date, h3, h4, and h6 (device codes, type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 25mm aortic valve implanted for approximately 10 years was explanted due to torn leaflets and regurgitation. The patient presented with recurrent congestive heart failure nyha class IV systolic and diastolic chronic. A 23mm valve was implanted in replacement. There was good apposition between the annulus and the sewing ring. The 3 leaflets were movable without obstruction. The coronary ostia were well visualized and easily probed. Patient also received a 30mm 5200 mitral ring. Patient tolerated procedures well. There was no immediate complication. The patient was discharged to inpatient rehab on pod #14.